Event description:
It was reported that surgeon was tapping with es2 4.5 tap and felt it break, the surgeon pulled the tap out and the tip had broken off in the pedicle.

Manufacturer narrative:
Method: device inspection; device history review; complaint history review; risk assessment. Results: the es2 cannulated modular tap was visually confirmed to be fractured. The tip of the cannulated tap fractured during a surgical procedure and did not cause any surgical delay. A fractured piece of the tip remains in the pedicle of the patient. The visual inspection and material analysis indicate that the tap fractured by ductile shear/torsional overload. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The material composition of the tap was confirmed by the material analysis. The hardness of the tap was confirmed by microindentation to be within the specification. The most likely contributors to the reported issue include torsional overloading of the instrument, the hardness of the patient's bone, the depth of primary pedicle preparation using the awl. Conclusion: the type of deformation indicates that the tap fractured due to ductile shear/torsional overload. The exact cause could not be determined and is likely multifactorial.

Event description:
It was reported that surgeon was tapping with es2 4.5 tap and felt it break, the surgeon pulled the tap out and the tip had broken off in the pedicle.